Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation. It was noted that the patient was unable to establish a connection between the patient programmer and the implantable neurostimulator (ins), even after repositioning the patient programmer or antenna. It was noted that the recharger was also displaying the poor communication screen. It was noted that during the week prior to the report, the patient had a full ins charge but had turned up her settings. It was noted that the patient usually charged the ins once a week. It was noted that the last time the patient felt stimulation was (B)(6)-2014. After troubleshooting, the patient was able to establish a connection between the ins and the recharger. It was noted that 25% of the ins batter was blinking and the coupling bars were ranging from 2 to 4 bars.

Event description:
Additional information received reported that the patient was still having concerns but was working with her doctor or the manufacturer's representative but there was no appointment set up at the time of report so the patient also noted that she was still having concerns with the device or therapy but had not sought further help. If additional information is received, a supplemental report will be filed.